Manufacturer narrative:
The UDI number has been corrected. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the outer conductor coil and of the shock coil. Based on the characteristics, it is reasonable to assume that these damages resulted from tensile forces applied during the explantation procedure. The values of the parameters measured during the electrical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason, we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
(B)(4)

Event description:
This patient expired on (B)(6) 2016. The cause of death was suspected sudden cardiac death either prior or during an auto accident. Should additional information be received, this file will be updated.